Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the outer gasket of (1) 511sd became torn and was leaking pneumo. Another 511sd was opened and used to complete the case. There was no consequence to the pt.